Event description:
Boston scientific received information that this right ventricular (rv) lead pacing impedances jumped from 600 to 1600 ohms suddenly. As a result, the physician explanted and replaced the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.